Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported image quality issues and a ring artifact on patient images. There was no report of misrepresentation as a result of the ring artifacts. The philips field service engineer (fse) inspected the system and found a cracked collimator compensator and two bad detector modules (19 and 24). The fse replaced the collimator and detector modules to resolve the issue. The system is in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
The customer reported a ring artifact on patient images during a clinical head scan. There was no report of misrepresentation as a result of the ring artifact. The philips field service engineer (fse) inspected the system and performed a test scan to confirm the issue the fse found a cracked bow-tie filter in the a-plane collimator and replaced the a-plane collimator to resolve the issue. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of the reported issue. The system is in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
The customer reported image quality issues and a ring artifact on patient images. There was no report of misrepresentation as a result of the ring artifacts. The philips field service engineer (fse) inspected the system and found a cracked collimator compensator and two bad detector modules (19 and 24). The fse replaced the collimator and detector modules to resolve the issue. The system is in clinical use. This issue has been determined not to be a reportable event.